Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, there were episodes of far field r-wave oversensing that resulted in automatic mode switching (ams). The device was reprogrammed and the patient was stable.